Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the sheath broke apart in packaging, upon being touched. The type of procedure being performed was an arterial access procedure. Additional information was received on 17apr2024: the issue was found on the back table at the end of the procedure. They either used another angio-seal with a different lot or a different closure device at the end of the procedure. The patient was not affected. The devices are stored in the original box within a pyxis system however, the light is off.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for exposure to lighting during storage. The likely cause was determined to have been improper storage as the device was stored in a pyxis system and may have been exposed to lighting resulting in embrittlement of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).